Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated using radio frequency (rf) telemetry. Abbott technical support was contacted and the firmware and cyber security of the device were reset to resolve the event. The patient was in stable condition.